Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided confirmed that the polyethylene insert had fractured with a full-thickness break across the posterior portion. Biological debris visible on the surface of the device was consistent with intraoperative retrieval. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - orthopedic salvage system axle catalog #: 150480 lot #: 65816592, orthopedic salvage system catalog #: 150493 lot #: 66089828, orthopedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 65725197, orthopedic salvage system polyethylene locking pin catalog #: 150478 lot #: 65676157, orthopedic salvage system polyethylene femoral bushings catalog #: 150477 lot #: 66170900, orthopedic salvage system diaphyseal segment 4cm catalog #: 150482 lot #: 481680, orthopedic salvage system segmental femoral component right 7cm catalog #: 150354 lot #: 66124292, orthopedic salvage system cemented intramedullary stem 11mm x 150mm catalog #: 150365 lot #: 65675951 g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address implant fracture of the tibial bearing after a fall approximately fifteen (15) months post-operatively. Attempts have made, however, no additional information is available.